Manufacturer narrative:
It was reported that the patient's ipg was inoperable and no longer communicating with external devices. Programmer displayed error messages "generator is not paired message" and "generator is not paired with this ipad". Troubleshooting attempts with a manufacturer representative to recover the device were unsuccessful. Further analysis of the clinician programmer (cp) logs concluded that the device was not entering a bondable state. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable and no longer communicating with external devices. Programmer displayed error messages "generator is not paired message" and "generator is not paired with this ipad". Troubleshooting attempts with a manufacturer representative to recover the device were unsuccessful. Further analysis of the clinician programmer (cp) logs concluded that the device was not entering a bondable state. Surgical intervention may take place at a later date to address the issue.